Event description:
It was reported that during the implant procedure, the helix of this right atrial (ra) lead could not be extended. The lead was exchanged for a new one and the procedure was completed with no adverse patient effects. This lead was returned for investigation.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. The identified break contributed to the reported clinical observations.